Event description:
Medtronic received information that a micro-guide wire could not be withdrawn from the micro-catheter. The patient was being treated for arteriovenous fistula. The access vessel was femoral artery. Vessel tortuosity was minimal. It was indicated the devices were prepared according to the indication for use. Catheter flush was used. No patient symptoms were reported. Additional information received reported that a traxcess 14 guidewire was used in the event.

Manufacturer narrative:
The marathon micro catheter and traxcess 14 guidewire were returned for analysis. Per the marathon catheter IFU (instruction for use): ¿the marathon¿ is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010¿ or less sized guidewires. The marathon¿ is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter.¿ the traxcess 14 guidewire has a labeled od (outer diameter) of 0.014¿, as per an online source. Therefore, the returned traxcess 14 guidewire was not compatible for use with the marathon catheter. The marathon catheter body was returned broken at ~25.8cm from distal tip. The separated part of marathon catheter was returned and the traxcess 14 guidewire was stuck within separated part of marathon catheter. The marathon catheter body was found to be kinked at ~15.5cm, 34.3cm, and ~56.0cm from catheter hub. In addition, the catheter distal tip appeared to be separated. The broken segment of distal tip was not returned. The tubing material at the proximal end of the distal segment exhibited with stretching, necking, jagged edges and exposed inner braid specifications. No damages or irregularities were found with the marathon hub. The traxcess 14 guidwire was found to be bent at ~47.0cm, 90.2cm and ~109.0cm from proximal end. No other anomalies were observed. The traxcess 14 guidewire outer diameter was measured in 3 locations. The od of the distal part was measured to be ~0.0132¿, the od of middle part was ~0.0135¿ and the proximal end was ~0.0139¿. The total length of the marathon micro catheter was measured to be ~162.0cm and the usable length of the marathon micro catheter was measured to be ~155.5cm. The distal floppy length was measured to be ~23. 0cm. Approximately 9.5cm of the distal segment of the catheter along with the distal marker band app eared to be separated and missing. Based on the device analysis and reported information, the customer¿s report of ¿resistance in guidewire¿ was confirmed as the traxcess 14 guidewire was stuck within the marathon catheter and could not be removed. The returned traxcess 14 guidewire was found to be incompatible for use with the marathon. From the damages seen on the catheter body (broken/kinked); it appeared that there was high force used. It is likely these damages occurred when the customer attempted to advance the incompatible guidewire through the marathon catheter against resistance; subsequently causing the micro catheter to become separated as the tensile strength of the micro catheter was exceeded. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the resistance issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual inspection/damage location details: the marathon catheter body was returned broken at ~25.8cm from distal tip. The separated part of marathon catheter was returned and the traxcess 14 guidewire was stuck within separated part of marathon catheter. The marathon catheter body was found to be kinked at ~15.5cm, 34.3cm, and ~56.0cm from catheter hub. In addition, the catheter distal tip appeared to be separated. The broken segment of distal tip was not returned. The tubing material at the proximal end of the distal segment exhibited with stretching, necking, jagged edges and exposed inner braid specifications. No damages or irregularities were found with the marathon hub. The traxcess 14 guidwire was found to be bent at ~47.0cm, 90.2cm and ~109.0cm from proximal end. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance in guidewire¿ was confirmed as the traxcess 14 guidewire was stuck within the marathon catheter and could not be removed. The returned traxcess 14 guidewire was found to be incompatible for use with the marathon. From the damages seen on the catheter body (broken/kinked); it appeared that there was high force used. It is likely these damages occurred when the customer attempted to advance the incompatible guidewire through the marathon catheter against resistance; subsequently causing the micro catheter to become separated as the ten sile strength of the micro catheter was exceeded. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.